Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6 )2013, the distributor contacted animas and alleged the pump is not delivering adequately. On two occasions since starting on this pump, the patient has had increased fasting blood glucose (bg) levels. On (B)(6) 2013 at bedtime bg = 117 mg/dl and was 270 mg/dl, fasting, the next morning. On (B)(6) 2013 at bedtime bg = 180 mg/dl , fasting bg next day = 288 mg/dl. There are no reported changes to medications or hormone level. Novorapid is stored correctly and in date. No associated alarms found in pump history. Prime history confirmed as appropriate. Using advanced settings and are correctly programmed. Per history, pump delivered as programmed. The bg excursions do not meet the criteria for an adverse event. This complaint is being reported as the alleged delivery issue is not resolved with troubleshooting.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/29/2015 with the following findings: no defect was found. Tdd history and basal history add up correctly with basal setting programmed by the user. No alarms in the alarm history indicating an interruption in delivery. Investigation notes: accuracy testing performed on the pump; test passed with no delivery defects found. Unable to duplicate complaint of inaccurate insulin delivery during this investigation; no malfunctions detected. The battery cap was not returned w/ pump, test cap used to perform investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.